Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer requested a main board and order was processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had an xdcr fault. Furthermore, there was no patient associated with the reported event.